Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had high blood glucose (bg) level of (300mg/dl) and took a correction bolus to address bgs. The customer wanted assistance in turning the carbohydrate ratio setting on. Tandem technical support assisted the customer with the requested changes to the settings.